Event description:
It was reported that during a cryo ablation procedure, temperatures were colder than expected very early in the ablation and they were unable to fully occlude as a result. The electrical umbilical cable was replaced without resolve. The auto connection box was then bypassed without resolve. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: the data files and the afapro28 balloon catheter with lot number 08271 were returned and analyzed. One patient file was received and recorded on the reported date of the event. Patient file #1 showed five applications were performed using catheter afapro28 with lot number 8271. Patient file #1 showed nine applications were performed using catheter afapro28 with lot number 8271. For the patient file #1, console output data (pressure, preset pressure and flow) showed an unexpected pressure profile during applications one, two, three and ten. External visual inspection of the electrical connector showed, pin # 4 on the electrical umbilical connector was bent. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for five applications on the reported event date. Unable to do the performance test with console since the catheter had a bent pin. In conclusion, the reported temperature issue was confirmed through analysis and the balloon catheter failed the return product inspection due to a bent pin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.